Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: medical device serial #, device available for eval?,returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, device manufacture date, imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported an over infusion event involving daptomycin 55mg/65ml infusion. The medication was set to infuse over 30 minutes. However, the nurse noted that the infusion finished early. The hospital's biomedical engineering technologist tested two pcu and two pump modules that the nurse had left to the side, including the ones used on the patient and the results were consistent with the expected 30 minutes on both. Another testing was done on the device was involved in the initial incident, and tested with 4 different drugs and recorded all of them finishing at exactly the expected time. There was patient involvement but the information on patient impact is not known.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported an over infusion event involving daptomycin 55mg/65ml infusion. The medication was set to infuse over 30 minutes. However, the nurse noted that the infusion finished early. The hospital's biomedical engineering technologist tested two pcu and two pump modules that the nurse had left to the side, including the ones used on the patient and the results were consistent with the expected 30 minutes on both. Another testing was done on the device was involved in the initial incident, and tested with 4 different drugs and recorded all of them finishing at exactly the expected time. There was patient involvement but the information on patient impact is not known.